Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned liner shows damage to the inner diameter edge and the outer diameter. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The dimensional analysis team concluded as indicated within the dimensional inspection report, all critical interlocking dimensions were checked. This complaint return part has several features which could not be measure because of severe damage to the returned part. Any evaluation of those features would be inconclusive. The features that could be measured were to print specification. The clinical/medical team concluded this complaint case reports a connection issue during surgical implantation of an xlpe liner. A surgical delay of 1/2 hour was reported. However, no adverse patient outcomes have been reported as a result of this issue. A procedural related event is highly likely in this case. No further clinical assessment is warranted at this time based on the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a surgical delay of 45 minutes occurred due to connection problem.